Event description:
It was reported that there was a audible alarm background, software version:1.6.1. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found the cases were in great condition. No physical damage. During occlusion testing, the primary audible alarm background test was unable to be duplicated. The root cause of the issue could not be determined. As no physical or any other damaged was found on speaker or interconnect board. Interconnect board cable connector was glued into main board. Replaced speaker for preventive. Performed occlusion test and all functional testing which passed. A corrective and preventative action was opened to address the issue.